Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink non-dehp continu-flo solution set was damaged which resulted in a fluid leak. The leak occurred due to visible irregularities on the tubing. The set was leaking normal saline while priming the set prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 05/27/2025 - 05/28/2025. H11: the device was received for evaluation. Visual inspection was performed on the returned sample which showed that the sample had a cut in the tube. The reported condition was verified. The issue was caused by damage from the packaging machine during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.